Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump lost connection to the ilet mobile app during an initial software update, became stuck on a loading screen, and did not respond to a charger reset; restarting the mobile app triggered a device restart, but repeated attempts to update resulted in a ¿system update failed¿ message, and the user was advised to transition to backup therapy. Symptoms included no device-delivered insulin due to the device being unavailable. Outcomes included interruption of intended therapy and reliance on alternative therapy. Investigation included remote troubleshooting and user education, including app reset, device restart, and guidance to sync data and shut down the device. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.